Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1038014 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for 191-000 / lot 1038014 and test base part number 190-430 / lot 1038014. The lot met the required release specifications. A review of the complaints reported as conflicting results (confirmed and unconfirmed, conflicting results) related to kit lot 1038014 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference.

Event description:
The customer reported a conflicting result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasal swab. The initial test performed on (B)(6) 2021 generated positive results. The nasal swab was used to swab both nostrils per the product insert instructions. Repeat testing was performed generating negative results. Confirmation testing was not reported. As the patient with the positive result has already had covid -19, and he was vaccinated, the result seemed anomalous to them. Therefore, they proceeded to repeat the swab and the second time the result was negative. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.